Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of call was 48mg/dl. The customer stated that he had a car accident. The customer stated that he had a band rehearsal right before the accident and his energy was drawn out. The customer stated that he tested his glucose level before he started driving and he was 55mg/dl. The customer stated that he was not thinking clearly and treated for low blood glucose, then the customer started driving. No troubleshooting on the insulin pump was done as customer stated he did not find it was necessary. No further info was provided.